Event description:
During a open bowel resection procedure, the staple line allowed air bubbles. It was a blue reload. Case completed with another device of the same product code. Oversewed the anastamosis. No patient consequence.